Manufacturer narrative:
Evaluation summary: customer complaint of "black spots on the leaflets" was confirmed. The valve had multiple fiber-like particulates attached to the inflow aspect of the leaflets. Measurements of some of the larger fiber-like particulates were measured to be approximately (a) 2mm long; (b) 5mm long; (c) 3mm long. Suture holes were not visible on the sewing ring. The holder remained attached to the valve. All three sutures at the cutting channels remained intact. X-ray demonstrated the wireform to be intact. The fiber-like particulates were sent to chemistry for testing. Ir spectrum of the unknown fiber-like particulates from the leaflets showed similar absorption characteristics when comparing to cellulose, cellophane, and polyester like material. Based on the size and color, these particulates would be visually obvious on the valve or inside the jar during visual inspection, even under unaided eye. Current manufacturing mitigations are in-place to detect and remove fiber or particulate in the jar and on the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. A manufacturing defect is unable to be confirmed. It is possible that the particulate matter contacted the valve during use by the customer. However, a definitive time and method by which the particulate came into contact with the valve could not be conclusively determined.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The subject device has also been returned for evaluation; however, the analysis has not yet begun. A supplemental report will be submitted accordingly once the evaluation has been completed.

Event description:
Edwards received notification that this valve model 3000tfx 23mm was not used because appeared to have ¿black spots¿ on the leaflets. As reported, the valve was opened and rinsed as per IFU. The valve was then removed from the rinse, where it was noticed that the valve had spots on it. The surgeon used his loops to assess the leaflets and removed what was described as a small hair with the forceps. This hair was discarded with the forceps. The remaining black spots were noted and an attempt to remove them with forceps was unsuccessful. The valve did not enter the operative area and did not come in contact with the patient at any point during the procedure. A second valve was opened, inspected and implanted without concern.